Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported a defective device. Additional information was requested, but no further information is available.

Manufacturer narrative:
The lens was returned positioned correctly in the lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. The optic has scuff marks and a scrape mark on the anterior and posterior sides of the lens, in the shape of an instrument used to grasp the lens. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported ¿defective lens¿ complaint. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).